Event description:
On an unk date in 2010, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date in 2012, a computed tomography (CT) scan revealed a type ii endoleak from the lumbar artery. The physician decided to perform an embolization procedure of the lumbar artery using a retrograde access form the left internal iliac artery. The pt tolerated the procedure. In b)(6) 2012, the CT scan showed the presence of the type ii endoleak and an aneurysm of the right internal iliac artery. On b)(6) 2013, the pt underwent an embolization procedure of the right internal artery and the aneurismal sac due to a type ii endoleak from lumbar arteries. Additionally, a gore excluder aaa endoprosthesis contralateral leg component was implanted in the right ipsilateral limb of the main trunk which intentionally covered the internal iliac artery. The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
Lot numbers are not available. A review of the manufacturing records for the device could not be conducted.